Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017-01398.

Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3608, scs ipg, implant/therapy date: (B)(6) 2015. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-01398. It was reported the patient (B)(6) lost stimulation on their left side. As a result, the lead located on the left side was explanted and replaced. Note: both of the patient's leads are being reported because it is unknown which lead was liable.